Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735762, serial/lot #: 2.1.0, ubd:- , UDI#:- h3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a l4-s1 spinal fusion (l5 was medial by ~1cm). This was noticed during a post op spin, the l5 screw was removed and left out. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. There was insufficient information to determine root cause of reported behavior. Frame movement after registration was a common cause of accuracy issues but cannot be detected in logfiles or archives. D15 is applicable. Previously reported codes b01 and c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.